Manufacturer narrative:
Additional information was added to b5, d9, h3, h6 and h11: b5: during follow up, it was clarified that there was iodine leakage from only one [previously submitted as two (2)] mincap transfer set despite the twist clamp being locked. H11: the device was received for evaluation with a minicap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and clamp function testing were performed and no issues were observed. A leak test was performed using the returned mini cap and retested using an in-lab cap and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage from two (2) minicap transfer sets despite the twist clamp being locked. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.